Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with manual injections. Mother stated the insulin pump alarmed motor error 7 am and stated blood glucose has been high since 11 pm last night. The drive support cap appears normal slightly indented. The insulin pump was not exposed to high magnetic fields. Mother did not report a motor position encoder error alarm. The insulin pump completed pump rewind. Advised that the insulin pump will need to be replaced. Advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.